Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter at 10:00am. According to the consumer, she had tested herself all day getting "hi" (greater than 600 mg/dl). The consumer reported she administered insulin 4 times within a two and half hour time period, as follows: 1st 20 units, 2nd 10 units, 3rd 15 units, and 4th 10 units. Subsequently, the consumer experienced a hypoglycemic event which did require medical intervention in the emergency room. The consumer was tested in the emergency room by an unk glucose meter getting a result of 34 mg/dl. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.